Event description:
It was reported that the device led screen is not turning on. No patient injury reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
Manufacturing device history record review was not conducted based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No information provided to date.